Event description:
Customer reported a past low blood glucose event, with the lowest level documented at 40 mg/dl. Carbohydrates were consumed to address the low reading. Customer used a pump with control-iq software, which was active during the issue. Technical support suggested consulting a healthcare provider to discuss factors affecting blood glucose levels, and the customer understood and acknowledged this advice.